Manufacturer narrative:
Internal complaint reference: case: (B)(4)..

Event description:
It was reported that during tka procedure the jrny ii tka fem trl impactor sz1-10 broke. The case was able to be performed with out a backup. Broken items did not affect the case in anyway. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The cam arm was found to be loose, rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive use. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.